Event description:
While the patient was getting a blood transfusion the catheter broke.

Manufacturer narrative:
Attempts have been made to obtain additional information. Upon completion of the investigation, a supplemental report will be submitted.